Manufacturer narrative:
This report is submitted on november 29, 2022.

Event description:
Per the clinic, the patient experienced a loss of the abutment, so bone had started to grow over the abutment site. There was a skin revision and the abutment was replaced with a longer abutment under a general anaesthetic on (B)(6) 2020. The implant remains in-situ.